Event description:
It was reported that the user changed their diet and questioned whether the continuous glucose monitor (cgm) target should be adjusted. The agent advised that no target change was needed because the system adapts to gradual changes, and discussed meal announcements after the user observed that prior ¿usual¿ announcements and then ¿less than¿ announcements led to too much insulin, so the user stopped announcing meals and was satisfied with glucose readings. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure and failure to follow instructions, with relevance to user interface and meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.